Event description:
Bairhugger #750 was used intra-operatively on pt's upper torso/arms at 'high' settings for 2'40" case. Pt received 1st degree burns to torso/arms. Testing shows high setting at 46 degrees celsius instead of intended 43 degrees celsius.